Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer was provided with part information for a device speaker assembly. We will consider that the customer resolved the issue with the information provided. No further investigation or action is warranted at this time.

Event description:
It was reported there was a loudspeaker error. It is unknown if the device was in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a loudspeaker error. Patient involvement is unknown. There was no report of patient or user harm.